Manufacturer narrative:
Section a2, a4, and a5: unknown/ asked but not available. Section d4: model number: unknown/not provided. Section d4 - catalog number: unknown/not provided. Section d4 - lot number: unknown/ not provided. Section d4 - expiration date: unknown, as product lot number was not provided. Section d4 - UDI number: unknown, as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as it is not implantable device. Section d6b: if explanted, give date: not applicable, as it is not implantable device. Section h3: the device was not returned for evaluation and the lot number for this device is unknown; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported a corneal burn. The reported concerns include the potential need for bottle height adjustment, the presence of air pockets in the phaco sleeve during sculpting, and noticeable finish wear on the phaco tip. No further information was provided. This report is against the healon. A separate report will be filed against the veritas, phaco handpiece, tubing, and phaco tip.